Event description:
Per the clinic, during the implantation surgery on (B)(6) 2025, the surgery time was extended for approximately 3 hours due to difficult insertion of the electrode array. Subsequently, the device was removed and a back-up device was used followed by a series of tip foldover, however, the electrode was successfully inserted with no further issue.